Event description:
Perfusionist stated that they zeroed the arterial, safe, and venous flow probes prior to the start of the case. However, when they were getting ready to go on cpb, they noticed that the venous flow was reading 0.6 even though the venous occluder was fully occluded. The perfusionist confirmed they did not see volume entering the reservoir. After the case, the arterial line was manually clamped, and the venous line was clamped via the venous occluder. Despite the occluder being fully occluded, the venous flow was reading 1.13 lpm. Again, with no drainage. The perfusionist also stated that their safe flow bubble detector fired twice during the case and stopped the pump both times. Air was not observed and they went back on cpb by disabling the safe flow bubble. The serial number of the venous flow probe was (B)(6) and safe flow probe was (B)(6).

Manufacturer narrative:
Manufacturer narrative awaiting conclusion of investigation.